Manufacturer narrative:
Legal manufacturer: (B)(4). Unique identifier: no UDI required. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that a field engineer sustained an injury requiring medical treatment while servicing this device. He was sitting on the floor trying to see why the rear detector cover was not going on. It got loose and came off the detector and it hit the employee's head; causing a laceration that was treated with stitches.

Manufacturer narrative:
Investigation has concluded that the primary root cause is a servicing error by the field engineer. The fe did not estimate correctly his ability to keep the cover in place while reaching toward the tools that were laying on the floor. No corrective actions needed to address the primary root cause since, based on the investigation and the risk assessment, the residual risk has been reduced to as far as possible and the existing mitigation's are in place and effective.